Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician explanted and replaced the device during a lead revision procedure due to premature battery depletion advisory. The premature battery depletion was suspected due to a damaged lead and from multiple aborted charges and inappropriate high voltage shock therapies. The pacemaker dependent patient was stable before, during and after the procedure.

Manufacturer narrative:
Additional information: interrogation of the device revealed it was above eri when received. It was tested on the bench and found to be normal. Longevity estimations show the battery voltage was normal based on device usage. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).